Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation and investigation findings), h11. A getinge field service engineer (fse) found the unit was actually not under a service contract and was not going to be used as they were now using cardiosave devices. The unit operated normally however the batteries were very low and not properly charged and would require replacement. Fse believe the customer does not wish to pursue due to the cost and the above stated they are moving to cardiosaves.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced a catastrophic electronics failure. There was a report of ¿low vacuum¿ error message, & while talking to the itu staff this changed to a ¿system failure¿ error. Customer swapped the console with no patient harm. When restarted the console before leaving the hospital at 00:30 it was observed ¿electrical test fails code # 52¿.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - bn2 5be), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings & investigation conclusions), h11. Good faith efforts (gfe) was raised to get additional repair information but there was no response received. The investigation shall be closed now. If any additional information received about service the complaint will be reopened and updated it.